Manufacturer narrative:
Section g3 - date received by manufacturer of the initial report should be corrected to (B)(6) 2024. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 15 hours ((B)(6) 2024, 00:47 ¿ 15:19 per timestamp), and the pump operated at intended speeds while connected to the driveline. On (B)(6) 2024, three no external power alarms were observed while the mobile power unit (mpu) was in use. These alarms appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. These alarms resolved within a few seconds of activation when power was restored to the system. Power cable disconnect/low voltage hazard alarms were also observed on (B)(6) 2024 which were caused by a similar loss of ac power condition; however, these alarms resolved when power was restored to the system before the no external power alarm became active. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event and the mpu were asked multiple times, and no responses were received. The root cause of the observed losses of power within the log file, resulting in power cable disconnect, low voltage hazard, and no external power alarms, was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced a no external power alarm at hotel last night when connected to mobile power unit (mpu). The patient said this may had happened at home as well. Log files displayed a few strings of power cable disconnect / low power hazard / no external power alarms on (B)(6) 2024 while tethered on the mpu as mentioned. These alarms appeared to be caused by power to the mpu being briefly interrupted.